Event description:
Sorin group (B)(4) received a report that the stockert compact system did not work with the uninterruptible power supply and one of the pumps did not function properly. There was no report of patient injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the modification to stockert compact system. The incident occurred in (B)(6). This MDR report is being submitted on behalf of the device manufacturer - sorin group (B)(4). To resolve an FDA inspectional observation, the sorin group (B)(4) MDR procedure was revised. As committed to FDA's office of compliance, a retrospective review of customer complaints is being performed and mdrs will be submitted in accordance with the revised procedure. It was also reported that the facility's service engineer resolved the issue with the uninterruptible power supply by replacing a shunt resistance and found a bad connection in the pump but could not resolve this issue. Sorin group (B)(4) requested that the pump be returned for evaluation. To date no product has been received. Without the device for evaluation, no root cause could be determined.